Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-ad03, serial/lot #: (B)(6), ubd:, UDI#: (B)(4) no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed date of notification: 2024-sep-18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that does not stop when it comes into contact with the meninges, they also indicate that it tends to overheat. No patient impact reported.

Manufacturer narrative:
D10: section d information references the main component of the system. Received another device details used with the tool: product ID: em800, serial/lot #: (B)(6). B5: no additional info received from customer and the request for repair got cancelled by cancelled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.